Manufacturer narrative:
(B)(4). Concomitant medical products: us157250, recap cmt fmrl hd resur 50m, 789720, 102120, repicci fmrl 54mm rm/ll792370, 102150, repicci tibial 37x6.5mm, 54860. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08716. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approximately 13 years post implantation due to pain and elevated metal ions. There was evidence that part of the anterior repair of the abductors from a prior surgery had avulsed. This appeared chronic. There was some brownish staining of the tissues in the area and mild brownish discoloration of the anterior capsular area. No additional information was made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products: us157250, recap cmt fmrl hd resur 50m, 789720. Repicci fmrl 54mm rm/ll102120, 792370. 102150, repicci tibial 37x6.5mm, 054860. 902929, harpoon size 2 suture, 775000.

Event description:
It was reported that the patient's right hip was revised approximately 13 years post implantation due to pain and elevated metal ions. There was evidence that part of the anterior repair of the abductors from a prior surgery had avulsed. This appeared chronic. There was some brownish staining of the tissues in the area and mild brownish discoloration of the anterior capsular area. All zimmer biomet products were removed and replaced with stryker products.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.